Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned. A cut was evident through the outer insulation material at 35 cm distally. Blood/body fluid was present in the distal conductor (not obstructed). The defib conductor was distorted at 38, 46 and 58 cm. Blood was present on the helix.

Event description:
It was reported that during the implant procedure the helix would not extend/retract properly, impedance was 2400-2500. The device was not implanted. No patient complications have been reported as a result of this event.